Event description:
It was reported that during the surgeon's first use with xenosure 0.8bv8 on the 18th of march, there was bleeding on the stitches, but he was able to stop it with compression and suction. During the second try on the 20th of march, there was a lot of bleeding on the stitches again, and he had to use surgical glue to stop the hemorrhaging . Regarding his experience with the xenosure 1bv10 and his technique, he's confused and think there's an issue with the specific lot number. No other complications or injury was reported to the patient. Note: this is report 1 of 2 related to the first patch used in the event. Report 1220948-2024-00098 submitted for the second patch that was used during the events.

Manufacturer narrative:
The products remains implanted and not available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The patient have been discharged from the hospital and no further complications have been reported. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. The lot history review found no indication of deviations or issues that would result in the reports and we have no similar reports for this lot. Based on the current information, there is no clear product failure, and it is likely that procedural conditions/technique contributed to the reported event. Note: this is report 1 of 2 related to the first patch used in the event. Report 1220948-2024-00098 submitted for the second patch that was used during the events.